Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a right side capsular contracture, baker grade unknown and implant was "twisted, crushed" and "pinched." Treatment with 10 mg of singulair was given. Device remains implanted.